Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the stay safe connector of the liberty cycler set during their pd treatment. There were no alarms associated with this fluid leak. The patient woke during dwell 1 of 4 of treatment to find that fluid was leaking from the stay safe connector. The patient disconnected from treatment prior to contacting fresenius. It is unknown at which point in therapy the leak may have begun. The patient noted that the blue pin on the stay safe connector seemed to be loose. The patient was advised follow up with their peritoneal dialysis nurse (pdrn) regarding the event. Upon follow up, the pdrn stated the patient did not complete peritoneal dialysis treatment on the day of the event after the fluid leak was found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event, however the pdrn confirmed that a prophylactic was prescribed which the patient completed. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the stay safe connector of the liberty cycler set during their pd treatment. There were no alarms associated with this fluid leak. The patient woke during dwell 1 of 4 of treatment to find that fluid was leaking from the stay safe connector. The patient disconnected from treatment prior to contacting fresenius. It is unknown at which point in therapy the leak may have begun. The patient noted that the blue pin on the stay safe connector seemed to be loose. The patient was advised follow up with their peritoneal dialysis nurse (pdrn) regarding the event. Upon follow up, the pdrn stated the patient did not complete peritoneal dialysis treatment on the day of the event after the fluid leak was found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event, however the pdrn confirmed that a prophylactic was prescribed which the patient completed. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.